Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lost to follow up patient was found unresponsive, and cardiopulmonary resuscitation was performed upon emt arrival. The patient was transported to the emergency room. An automatic external defibrillator was used and the patient was externally defibrillated 3 times. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation with high voltage therapy disabled. The device images were unable to be read. Due to unresolved backup vvi, device replacement was discussed. A chest x-ray was performed which noted externalized conductors on the right ventricular lead. The unstable patient was intubated. No further information was reported.

Event description:
New information received noted the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiopulmonary arrest secondary to myocardial infarction, ventricular fibrillation arrest and hypertension.

Manufacturer narrative:
The device was returned after patient death. The field event of bvvi was confirmed. The device, when received in the laboratory, was found to be in bvvi mode. The device image was downloaded but was found to be corrupted. Ate was performed and output stage test failures were seen. Dlts testing was performed and all tests passed. Bench testing were performed and the device was found to have output damage. This was the cause of the ate failures. Session records were searched for but none were found. Due to the lack of information available, the cause of the bvvi and output damage was not determined.